Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two occasions due to atrial fibrillation (af) with variable conduction that fell into the ventricular fibrillation (vf) zone. No adverse patient effects were reported.